Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had failed for vibration. This was because the bearings were worn and damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings, which is wear from normal use and servicing overtime. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the attachment device and the motor device had excessive heating when used together. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.